Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their stimulator was not working and they didn't know if it was still working or not. Patient stated that they just had the implant done 2 or 3 weeks ago and they met with their representative who was helping them with the setting up of the implant. Patient said that they were having difficulty trying to connect to the implant and that the equipment wasn't connecting the way they needed it to. Agent asked clarifying question and patient stated they don't have their equipment with them at the time of the call to troubleshoot. Patient wanted to meet with a representative in person where the representative met them before. Patient mentioned that the last two times they tried to connect, the equipment didn't work and they were in pain. Agent asked the patient if they had the pain since implant or before implant and patient stated that it was the new implant that they had. Patient was very disappointed with the unit and that no one explained to them the difference between the rechargeable and non-re chargeable implants. Patient had no idea that they would have to put the device on for an hour every week. Patient mentioned with their sick spouse, scheduling appointments etc. Is not allowing them to do it so they'll have to plan. Agent sent an email to the local reps for visibility. The rep noted they called the patient and left a voicemail, but will call patient back again. Patient called back stating they are still trying to get appointment with the local mdt rep. Agent reviewed with caller that it appears people have been attempting to reach them and have left several voicemails; caller stated they have never received them . Agent reviewed role of pats (not a scheduling center) role of mdt rep, reviewed nas and redirected to hcp. Caller stated no one ever told them this information before. Pt called back stating they spoke to mdt rep last week and they told them they would get a hold of the dr and call them back. Pt is wanting to know if rep has spoken to dr. Agent reviewed rep role and redirected to dr. Pt wanted agent to email rep and ask rep to call them directly. Agent reviewed rep role and sent email to rep. Patient called and stated they will be getting a new ins tomorrow morning and mdt rep told them to call them and let them know the date and time. Patient found rep number while speaking with agent. Patient said they will call rep.

Manufacturer narrative:
B3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient did not like charging their device and the physician decided to explant and reimplant a non-rechargeable ins.